Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to the device was out of the corpora. Further information was requested and not yet received.